Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. The asymptomatic patient's right ventricular lead exhibited noise which caused several ventricular fibrillation episodes. On (B)(6) 2017, the patient presented for lead revision procedure. The physician decided to abort the procedure after a venogram revealed that the vein was occluded. However, the patient went into respiratory arrest due to the sedation and expired. There is no known allegation from a health professional that suggests the death was related to the device.